Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 400 mg/dl. Customer stated that the insulin pump had a motor error alarm and the screen shuts off. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported to have received a motor error alarm and troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms noted during testing. The device functioned properly. Motor was tested outside the device and passed. The device was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.